Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 24, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and / or changed: d4 (additional device information - added expiration date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 3259, 25). Method code #1: 10 - testing of actual / suspected device. Method code #2: 11 - testing of device from same lot / batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code :3259 - improper physical structure. Conclusions code: 25 - cause traced to manufacturing. The affected sample was inspected upon return to confirm a substance in the venous inlet port. The buildup was compared to past complaints and an identical case was seen in which the material was identified as polydimethylsiloxane (silicone). This material is used in the vr and cr filter assembly. A representative retention sample was reviewed and found to have no build up on the product. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during production of a pack, there was a blemish build up noticed on the k port. No patient involvement.